Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was fractured. There was no additional information obtained from the field representative. This lead was abandoned surgically. No additional adverse patient effects were reported.